Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that chronic right ventricular (rv) lead trends showed a slow, steady rise to high impedances. In addition, there were high rv lead thresholds. During a generator change, there were two instances of a pacing failure with loss of capture during electrocautery use. A sensing issue was also noted, as no r-waves were found. The device was removed and replaced, and the rv lead remains in use. No patient complications have been reported as a result of this event.